Event description:
Customer reported that their current pump experienced a frequent malfunction related to the vibration in the pump motor, necessitating restarts to function properly. There was no reported impact to the customer's blood glucose level. Customer declined further follow-up and no additional action or information regarding the outcome was obtained.